Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any issues noted with device intraoperatively? Does the surgeon believe that the post-operative leak 5 weeks after primary surgical procedure was caused by the stapler? If yes, please explain why. What is the current patient status?

Event description:
It was reported that the patient had a leak at ge junction 5 weeks post op to a laparoscopic sleeve gastrectomy. Patient came back with vomiting and a few "suspicious" symptoms. A scan was done. Leak was identified. Managed patient with meds and observation. Patient stayed in hospital for 3 nights and was released. Patient is doing ok.